Manufacturer narrative:
It was reported by customer that blood squirted out of the max zero connectors. No product or photo was returned by the customer. The customer complaint of blood excess / splash / spill / exposure could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that unspecified bd infusion set had splash back the following information was received by the initial reporter with the following: rcc received a complaint via email. Email(s) attached. Client stated that she heard blood squirted out of the max zero connectors when the staff at other common spirit sites were using them (connectors).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.